Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 515056 batch # 2409502. On (B)(6)2025 patient here for taxol, herceptin, 3rd treatment. Piv was placed in patients l hand. Paper tape was applied to the cstd and at the piv site. About halfway through the 3-hour taxol, patient had to use the bathroom. When patient came back from the bathroom, before sitting down, the rn checked the piv site and connection. Everything looked good. Right after the patient sat down, the rn noted drops of fluid coming from the connection (n35-0) to regular tubing. Chemotherapy did not get on the patient. It fell to the floor. Approximately less than 5 ml were spilled. Rn noted that the tubing was kinked just after the hard plastic connection site. Rn reconnected the tubing and applied a 3rd piece of tape above, on the patient¿s dressing to prevent further kinking. Rn notified pharmacy and physician. No new orders given. No patient harm.

Manufacturer narrative:
D tab updated: common device name: injector n35-o , catalog: 515052.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: a leak was reported during the use of our product. One photograph along with two n35-o injectors and two c35-o connectors were provided to our quality team for investigation. Upon review of the photo, no disconnection or indication of leakage was observed. The returned samples were thoroughly inspected, and no damage or defects were identified that could contribute to the reported concern. Functional testing was performed by transferring liquid from a syringe through the returned components. The injector remained securely attached to the syringe, no disconnection occurred, and no leaks were detected during the process. Dimensional testing, including verification of the luer thread, confirmed that all critical dimensions were within specification. All product undergoes multiple inspections and tests throughout the manufacturing process to ensure quality and functionality, including leakage testing and dimensional verification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated based on the available information, we are unable to identify a root cause related to our product or manufacturing process at this time. Complaints for this device and the reported condition will continue to be monitored by our quality team for any emerging trends.

Event description:
No additional information.